Manufacturer narrative:
The reagent lot number was 924462. The expiration date was not provided. The serial number for module 2 is (B)(6). The qc was acceptable. The service representative found that the pinch valve was severely deteriorated. He replaced both pinch valves and adjusted the pipette. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable elecsys troponin t hs stat results for 1 patient sample on a cobas e 411 analyzer (disk system). The initial result was 15.61 ng/l. The sample was repeated on another module (module 2), and the result was 4.91 ng/l. This result was correct. On (B)(6) 2026, the sample was repeated. The sample was tested on the same module as the initial result, and the result was 4.46 ng/l. The result on module 2 was 4.91 ng/l.